Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, fse followed up with customer over the phone. While fse was troubleshooting with customer, he determined customer ran sample tube that was still capped which caused the sample nozzle to become bent. Fse shipped a new sample nozzle to customer. Customer received part and installed and ran quality controls which completed successfully within expected ranges. Customer confirms the aia 360 instrument functioned as intended after completing the repair. No further action required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The 360 service manual sections 3.6.3: abnormal conditions (malfunction): provides detailed instruction on how to inspect and replace the sample nozzle. The most probable cause of the reported issue was bent sample nozzle.

Event description:
On (B)(6) 2018, customer reported they had a bent sample nozzle on the aia 360 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.